Event description:
It is reported that the patient's insulin pump was displaying the button error alarm. Patient's blood glucose level is 190mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms, number ramping anomaly or scroll bar anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, and cracked battery tube threads. No moisture damage was noted on the motor or electronic assemblies per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.